Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the battery cap was unable to removed and got stripped. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer was advised to disconnect from the insulin pump if the battery was low. The customer was advised to monitor the insulin pump closely if she continued using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to bleeding lcd glass. The insulin pump had stripped battery cap coin slot, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.